Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead contacts came off and this was confirmed through imaging. No further information could be obtained.